Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. This ICD and lead remain in service, and the patient will continue to be monitored. No adverse patient effects were reported.